Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain, cloudy effluent, and low fever. The same day as the event onset, the patient was hospitalized and was treated with gentamicin (at a dose of 80mg, daily, night bag for 21 days), vancomycin (at a dose of 1 gram, every 72 hours for 21 days) for peritonitis. The patient recovered from peritonitis four days after the event onset. Action taken with pd therapy was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.